Event description:
The customer reported that insulin from the reservoirs was leaking. The caller stated that the insulin was coming out from the bottom of the reservoirs. The customer stated that the reservoirs were already tossed out. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.